Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose around (B)(6) 2016, with blood glucose of 34 mg/dl at the time of the incident. The customer was at about 220 mg/dl at the time of the call, due to stress. The customer would not eat to treat or sometimes bolus for the highs, and use 15 carb oral injection tubes for the lows. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. Customer also complained of drastically fluctuating blood glucose levels, sensor glucose versus blood glucose differences, and transmitter issues. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with the operating currents within specifications and passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test, displacement test, and the delivery accuracy test. No under delivery or over delivery anomaly noted during testing. Device was received with minor scratched lcd window and scratched reservoir tube window.(B)(4).